Manufacturer narrative:
D10: (B)(6), 02-010-01-0320 - logic femoral ps cem right sz 2. (B)(6), 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. Unassigned 200-00-00 - knee item-misc. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk. (B)(6), 204-32-01 - fluted stem extension 11l x 12 mm. (B)(6), 204-70-00 - tibial stem ext. Screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient underwent an initial total knee arthroplasty. Subsequently, the patient filed a legal form and appears to be alleging prosthesis wear of their polyethylene insert, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. There is no information provided that the patient has been revised.